Event description:
The problem was widespread during the day. About 20 computers running mosaiq software began to lock-up, one-by-one. The ex mosaiq computer locked, but the ix and tx was working. Elekta was made aware and was awaiting word from the hospital to shut-down and reboot the server. Finally, when the tx mosaiq computer locked, we finished the remaining patient on the ix, and then we ordered elekta to remotely run diagnostics, then shut-down the server, and then reboot. We were assisted by the is department. The process took about an hour. Everything came back normal. The server for mosaiq was not able to be rebooted by our network apps. We had to allow impac support to web into the server to get it running again.this caused a 2 hour delay to three varian linac radiation treatment devices.